Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was plugged in on the da-vinci system and an error c-30 showed up as soon as the monopolar pedal was pressed. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed iesu error c-30 which stated high frequency voltage measurement value too high (redundant voltage sensor) related to the reported complaint. An event verification confirmed the radical prostatectomy with lymphadenectomy procedure was performed on the reported event date (B)(6) 2022 on system sk2768. This is a reportable malfunction event due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, when the customer was trying to use monopolar curved scissors (mcs) instrument, the monopolar was not working. The customer kept getting error c-30. Prior to calling to technical support, the customer replaced the instrument, instrument cord, grounding pad, power cycled the system and integrated electrosurgical unit (iesu/erbe) all with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle of erbe with no change. The tse suggested using the force triad. The customer was able to switch over to force triad. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the erbe did not display any fault messages upon turning on. The cords were plugged in the usual fashion. Upon trying to utilize the monopolar function the error appeared. Alternate cords were tried. Alternate instruments were tried. Technical support walked the customer through switching to back up force triad. The customer informed that there was no patient injury but had procedure delay.